Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient was administered oral antibiotics and the infection resolved. No other intervention was undertaken.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.